Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 450 mg/dl. The customer reported a reservoir leak in the insulin pump. The customer reported that while doing an infusion set change, the reservoir appeared to be damaged since the o-rings were protruding and insulin was leaking and dripping out. The customer further reported that another reservoir was used; however, the insulin was also dripping out in the transfer guard of the reservoir of the insulin pump. Troubleshooting was done. No additional information is provided.